Event description:
Discordant, falsely low calcium (ca) results were obtained for two patient samples on a dimension vista 500 instrument. The discordant result was reported to the physician(s) for one patient sample, but it was not specified which one was reported. Both samples were repeated on same instrument, resulting higher than the initial results. The corrected results were reported to the physician(s) for both samples. There are no reports of patient intervention or adverse health consequences due to the discordant, falsely low ca results.

Manufacturer narrative:
A siemens field service engineer (fse) was dispatched to the customer site. The fse evaluated the instrument and ran quality controls, which were within acceptable ranges. The cause of falsely low ca results is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.